Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices was performed via an 8fr sheath in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after successful suture placement with two proglide devices, the artery occluded. After opening the vessel, it was noticed that one proglide device was placed correctly, the other proglide caught the vessel wall, the intima layer which then snared the vessel entirely together. A surgical cut down was required to cut out the occluded portion of the vessel, put in a graft and place a patch with good results. The patient was admitted to two extra days and was discharged to home in fine condition. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the reported back wall stitch could not be determined. The reported patient effect of occlusion and surgical exposure are listed in the proglide instructions for use (IFU), as potential adverse events and are known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.